Event description:
It was reported that the patient was admitted to the hospital after receiving multiple inappropriate shocks. It was also reported that the right ventricular [rv] lead was fractured, was oversensing, had no capture at maximum output, had high impedance measurements for which a lead integrity alert [lia] was triggered and noise was present. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a patient alert for lead failure predictor on (B)(6)-2012 17:49:18. There were two patient alerts for out of tolerance sub-threshold lead impedance on (B)(6)-2012 and (B)(6)-2012. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance equaling 342 to 4047 ohms peak between (B)(6)-2012 and (B)(6)-2012. There were fourteen episodes of ventricular non-sustained tachycardia (nst) less than or equal to 210 ms on (B)(6)-2012 in the timeframe between 14:57:28 and 15:21:26. There were eight episodes of ventricular fibrillation less than or equal to 200 ms average v-cycle between (B)(6)-2012 18:35:55 and (B)(6)-2012 11:37:31. It was also noted that there was interference/noise, and ventricular short interval counts ((sic) equal to 1366 counts, in 0.96 day, between (B)(6)-2012 12:31:37 and (B)(6)-2012 11:39:24.